Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred. Reportedly, the cartridge had been filled with 300 units of insulin. Multiple cartridge changes were performed to address the issue. Additionally, it was reported that a cartridge leaked from the septum during the fill process. A cartridge change was performed resolving the issue. Customer's blood glucose level ranged between 264-265 mg/dl.